Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right coiled wire device is the right coiled wire device is removed by the pathologist in three pieces'), pelvic pain ('pain\ pelvic') and genital haemorrhage ('heavy bleeding\abnormal bleeding (general) started out spotting then gradually got heavier and with pain') in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cyst, degenerative disc disease, molar pregnancy, parity 2 (2 births-vaginally) and scoliosis. Previously administered products included for prevent pregnancy: depo provera from 1999 to 2002. Concurrent conditions included flank pain, rib pain, right upper quadrant pain, hirsutism, thyroid disorder, acne, menstrual disorder, nasal stuffiness, sinus congestion, tooth pain, gum swelling, breast mass, pap smear abnormal, inflammation nos, hemorrhagic cyst, cyst rupture, gastric disorder, vomiting, panic attacks, dysplasia and squamous cell metaplasia. Concomitant products included aloe vera latex, clarithromycin (macrobid), clindamycin hydrochloride (cleocin), difluprednate (prenate), docusate sodium, fentanyl, hydrocodone;paracetamol (acetaminophen;hydrocodone), hydrocodone;paracetamol (acetaminophen;hydrocodone), tetanus vaccines and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hive-like rashes\rashes or skin conditions type: hives would appear out of no. Where and burn or itch"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced fatigue ("fatigue\ fatigue because of the b12 defeciency"), 5 months 7 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on"). In 2012, the patient experienced vaginal discharge ("vaginal discharge my discharge was overly heavy and concerning"), alopecia ("hair loss my hair started falling out in clumps") and dermatitis allergic ("allergic or hypersensitivy reaction- I had red blotches that would pop up on my hips and low back"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during sex\ dyspareunia (painful sexual intercourse)\ intercourse with my husband was so painful I couldnt perform and would end up bleeding after each time no matter how gentle"). In 2013, the patient experienced mood swings ("hormonal changes describe: severe mood swings") with emotional disorder, anger and agitation, depression ("depression"), vitamin b12 deficiency ("autoimmune disorder type of disorder: b 12 deficiency") and migraine ("migraines / headaches the migraines became intolerable"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), tooth loss ("dental problems lost all my teeth they were crumbling in my mouth") and tooth fracture ("dental problems lost all my teeth they were crumbling in my mouth"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced coital bleeding ("other injury(ies) or complication please describe: post-coital bleeding"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), rash generalised ("allergic or hypersensitivity reaction type: rashes and very sensitive skin\ I would have rashes all over my body."), sensitive skin ("allergic or hypersensitivity reaction type: rashes and very sensitive skin"), abdominal pain lower ("pain low abdomen"), pain in extremity ("hands pain/feet pain"), back pain ("low back pain"), genital pain ("genital pain"), breast pain ("breasts pain"), crying ("hormonal changes- describe: I became very emotional and would cry or was excited for no reason or overly angry at smallest of things") and swelling ("he tried different medications to help control the swelling and the pain"). The patient was treated with cyanocobalamin (b-12), ibuprofen, ondansetron hydrochloride (zofran) and surgery (essure removal and hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dyspareunia, fatigue, weight increased, headache, depression, sensitive skin, female sexual dysfunction, anxiety, urticaria, migraine, nausea, dysmenorrhoea, vaginal discharge, alopecia, dermatitis allergic, tooth loss, tooth fracture and swelling outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash generalised, vitamin b12 deficiency, coital bleeding, abdominal pain lower, pain in extremity, back pain, genital pain and breast pain had resolved and the mood swings was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, breast pain, coital bleeding, crying, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash generalised, sensitive skin, swelling, tooth fracture, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2011. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: findings consistent with left-sided obstructive uropathy. Proximal ureteral or renal calculus not seen.; on (B)(6) 2012: impression: no evidence of renal, ureteral or bladder calculi. No evidence of acute intra-abdominal or intra-pelvic pathology.. Computerised tomogram pelvis - on (B)(6) 2011: impression: 4 mm left distal ureteral calculus resulting in left-sided hydro nephrosis and left perinephric stranding.. Hysterosalpingogram - on (B)(6) 2012: (per pfs) result-total bilateral occlusion. Result: the nurse who checked to see if the essure coils were blocking my fallopian tubes said they were fully blocking my fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2016: impression: mildly prominent uterus with normal appearance of the endometrial stripe. Dominant follicle present involving the right measuring 1.8 cm which is simple in imaging characteristics. Slightly complexed left ovarian cyst which may be representative of a recent ruptured cyst or small hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, vaginal bleeding, rashes, anxiety, migraines, nausea,vaginal discharge, fatigue, weight gain, hair loss, dysmenorrhea, dyspareunia, back pain, post coital bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right coiled wire device is the right coiled wire device is removed by the pathologist in three pieces'), pelvic pain ('pain\ pelvic') and genital haemorrhage ('heavy bleeding\abnormal bleeding (general) started out spotting then gradually got heavier and with pain') in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cyst, degenerative disc disease, molar pregnancy, parity 2 (2 births-vaginally) and scoliosis. Previously administered products included for prevent pregnancy: depo provera from 1999 to 2002. Concurrent conditions included flank pain, rib pain, right upper quadrant pain, hirsutism, thyroid disorder, acne, menstrual disorder, nasal stuffiness, sinus congestion, tooth pain, gum swelling, breast mass, pap smear abnormal, inflammation nos, hemorrhagic cyst, cyst rupture, gastric disorder, vomiting, panic attacks, dysplasia and squamous cell metaplasia. Concomitant products included aloe vera latex, clarithromycin (macrobid), clindamycin hydrochloride (cleocin), difluprednate (prenate), docusate sodium, fentanyl, hydrocodone;paracetamol (acetaminophen;hydrocodone), hydrocodone;paracetamol (acetaminophen;hydrocodone), tetanus vaccines and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hive-like rashes\rashes or skin conditions type: hives would appear out of no. Where and burn or itch"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced fatigue ("fatigue\ fatigue because of the b12 defeciency"), 5 months 7 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on"). In 2012, the patient experienced vaginal discharge ("vaginal discharge my discharge was overly heavy and concerning"), alopecia ("hair loss my hair started falling out in clumps") and dermatitis allergic ("allergic or hypersensitivy reaction- I had red blotches that would pop up on my hips and low back"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during sex\ dyspareunia (painful sexual intercourse)\ intercourse with my husband was so painful I couldnt perform and would end up bleeding after each time no matter how gentle"). In 2013, the patient experienced mood swings ("hormonal changes describe: severe mood swings") with emotional disorder, anger and agitation, depression ("depression/psych injury"), vitamin b12 deficiency ("autoimmune disorder type of disorder: b 12 deficiency") and migraine ("migraines / headaches the migraines became intolerable"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), tooth loss ("dental problems lost all my teeth they were crumbling in my mouth") and tooth fracture ("dental problems lost all my teeth they were crumbling in my mouth"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced coital bleeding ("other injury(ies) or complication please describe: post-coital bleeding"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), rash ("allergic or hypersensitivity reaction type: rashes and very sensitive skin\ I would have rashes all over my body."), sensitive skin ("allergic or hypersensitivity reaction type: rashes and very sensitive skin"), abdominal pain lower ("pain low abdomen"), pain in extremity ("hands pain/feet pain"), back pain ("low back pain"), genital pain ("genital pain"), breast pain ("breasts pain"), crying ("hormonal changes- describe: I became very emotional and would cry or was excited for no reason or overly angry at smallest of things"), swelling ("he tried different medications to help control the swelling and the pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cyanocobalamin (b-12), ibuprofen, ondansetron hydrochloride (zofran) and surgery (essure removal and hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fatigue, weight increased, headache, depression, sensitive skin, anxiety, urticaria, migraine, nausea, vaginal discharge, alopecia, dermatitis allergic, tooth loss, tooth fracture, swelling, hypersensitivity, skin disorder and hormone level abnormal outcome was unknown, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, rash, female sexual dysfunction, vitamin b12 deficiency, dysmenorrhoea, coital bleeding, abdominal pain lower, pain in extremity, back pain, genital pain, breast pain and abdominal pain had resolved and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, breast pain, coital bleeding, crying, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, sensitive skin, skin disorder, swelling, tooth fracture, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2011. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: findings consistent with left-sided obstructive uropathy. Proximal ureteral or renal calculus not seen.; on (B)(6) 2012: impression: no evidence of renal, ureteral or bladder calculi. No evidence of acute intra-abdominal or intra-pelvic pathology. Computerised tomogram pelvis - on (B)(6) 2011: impression: 4 mm left distal ureteral calculus resulting in left-sided hydro nephrosis and left perinephric stranding.. Hysterosalpingogram - on (B)(6) 2012: (per pfs) result-total bilateral occlusion. Result: the nurse who checked to see if the essure coils were blocking my fallopian tubes said they were fully blocking my fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Mildly prominent uterus with normal appearance of the endometrial stripe. 2. Dominant follicle present involving the right measuring 1.8 cm which is simple in imaging characteristics. 3. Slightly complexed left ovarian cyst which may be representative of a recent ruptured cyst or small hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, vaginal bleeding, rashes, anxiety, migraines, nausea,vaginal discharge, fatigue, weight gain, hair loss, dysmenorrhea, dyspareunia, back pain, post coital bleeding most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: abdominal pain, hypersensitivity, skin condition. Events apareunia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia and genital bleeding were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right coiled wire device is the right coiled wire device is removed by the pathologist in three pieces'), pelvic pain ('pain\ pelvic') and genital haemorrhage ('heavy bleeding\abnormal bleeding (general) started out spotting then gradually got heavier and with pain') in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cyst, degenerative disc disease, molar pregnancy, parity 2 (2 births-vaginally) and scoliosis. Previously administered products included for prevent pregnancy: depo provera from 1999 to 2002. Concurrent conditions included flank pain, rib pain, right upper quadrant pain, hirsutism, thyroid disorder, acne, menstrual disorder, nasal stuffiness, sinus congestion, tooth pain, gum swelling, breast mass, pap smear, inflammation nos, hemorrhagic cyst, cyst rupture, gastric disorder, vomiting, panic attacks, dysplasia and metaplasia. Concomitant products included aloe vera latex, clarithromycin (macrobid), clindamycin hydrochloride (cleocin), difluprednate (prenate), docusate sodium, fentanyl, hydrocodone;paracetamol (acetaminophen;hydrocodone), hydrocodone;paracetamol (acetaminophen;hydrocodone), tetanus vaccines and tramadol. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2011, the patient experienced urticaria ("rashes or skin conditions type: hive-like rashes\rashes or skin conditions type: hives would appear out of no. Where and burn or itch"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced fatigue ("fatigue\ fatigue because of the b12 deficiency"), 5 months 7 days after insertion of essure. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) slowly got worse as time went on"). In 2012, the patient experienced vaginal discharge ("vaginal discharge my discharge was overly heavy and concerning"), alopecia ("hair loss my hair started falling out in clumps") and rash macular ("allergic or hypersensitivity reaction- I had red blotches that would pop up on my hips and low back"). In (B)(6)2013, the patient experienced dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)\ intercourse with my husband was so painful I couldn't perform and would end up bleeding after each time no matter how gentle"). In 2013, the patient experienced mood swings ("hormonal changes describe: severe mood swings") with emotional disorder, anger and agitation, depression ("depression"), vitamin b12 deficiency ("autoimmune disorder type of disorder: b 12 deficiency") and migraine ("migraines / headaches the migraines became intolerable"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), tooth loss ("dental problems lost all my teeth they were crumbling in my mouth") and tooth fracture ("dental problems lost all my teeth they were crumbling in my mouth"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced coital bleeding ("other injury(ies) or complication please describe: post-coital bleeding"). In (B)(6)2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), rash generalised ("allergic or hyposensitivity reaction type: rashes and very sensitive skin\ I would have rashes all over my body."), sensitive skin ("allergic or hyposensitivity reaction type: rashes and very sensitive skin"), abdominal pain lower ("pain low abdomen"), pain in extremity ("hands pain/feet pain"), back pain ("low back pain"), genital pain ("genital pain"), breast pain ("breasts pain"), crying ("hormonal changes- describe: I became very emotional and would cry or was excited for no reason or overly angry at smallest of things") and swelling ("he tried different medications to help control the swelling and the pain"). The patient was treated with cyanocobalamin (b-12), ibuprofen, ondansetron hydrochloride (zofran) and surgery (essure removal and hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, dyspareunia, fatigue, weight increased, headache, depression, sensitive skin, female sexual dysfunction, anxiety, urticaria, migraine, nausea, dysmenorrhoea, vaginal discharge, alopecia, rash macular, tooth loss, tooth fracture and swelling outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash generalised, vitamin b12 deficiency, coital bleeding, abdominal pain lower, pain in extremity, back pain, genital pain and breast pain had resolved and the mood swings was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, breast pain, coital bleeding, crying, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash generalised, rash macular, sensitive skin, swelling, tooth fracture, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6)2011, (B)(6)2011. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6)2011: impression: findings consistent with left-sided obstructive uropathy. Proximal ureteral or renal calculus not seen.; on (B)(6)2012: impression: no evidence of renal, ureteral or bladder calculi. No evidence of acute intra-abdominal or intra-pelvic pathology.. Computerised tomogram pelvis - on (B)(6)2011: impression: 4 mm left distal ureteral calculus resulting in left-sided hydro nephrosis and left perinephric stranding.. Hysterosalpingogram - on (B)(6)2012: (per pfs) result-total bilateral occlusion. Result: the nurse who checked to see if the essure coils were blocking my fallopian tubes said they were fully blocking my fallopian tubes.. Ultrasound scan vagina - on (B)(6)2016: impression: 1. Mildly prominent uterus with normal appearance of the endometrial stripe. 2. Dominant follicle present involving the right measuring 1.8 cm which is simple in imaging characteristics. 3. Slightly complexed left ovarian cyst which may be representative of a recent ruptured cyst or small hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, vaginal bleeding, rashes, anxiety, migraines, nausea,vaginal discharge, fatigue, weight gain, hair loss, dysmenorrhea, dyspareunia, back pain, post coital bleeding . Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: reporters were added. Lot no. Was added. New events- severe mood swings depression, abnormal bleeding (vaginal, menorrhagia),rashes, very sensitive skin, apareunia, anxiety, b 12 deficiency, hive-like rashes, migraines / headaches, nausea, dysmenorrhea, vaginal discharge, hair loss, post-coital bleeding, low abdomen, hands pain\feet pain, low back pain, genital pain, breasts pain, I became very emotional and would cry or very excited for no reason or overly angry at the smallest of things, rash macular, lost all my teeth they were crumbling in my mouth, swelling & one event was updated from pain nos to pelvic pain. Device breakage was captured from mr as a event. Event outcome of pain & genital bleeding was updated from unknown to recovered/resolved. Concomitant conditions & drugs were added. Lab tests were added. Treatment drugs were added. Historical conditions were added. On 15-aug-2019: wrong source document. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage, dyspareunia, fatigue, weight increased and headache outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.